Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to elevated blood glucose (bg) levels and released approximately 6 hours after being admitted. Customer was treated through intravenous saline and insulin. Upon being released, the customer's bg levels were 384 mg/dl. Subsequently, the customer returned to the hospital on (B)(6) 2017 due to elevated bg levels (500 mg/dl). Contact stated that alarms had been declared and the pump was not delivering insulin. Contact did not have the pump with them at the time of the report, therefore, pump alarm was unable to be verified. Customer was treated through intravenous saline and insulin, and customer was released approximately 6 hours after being admitted. Upon being released from the hospital, the reported issue was resolved and there was no permanent damage to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to elevated blood glucose (bg) levels and released the same day. Subsequently, the customer was hospitalized again on (B)(6) 2017 due to elevated bg levels. Reportedly, customer's bg levels reached 500 mg/dl. Contact stated that alarms had been declared and the pump was not delivering insulin. Contact did not have the pump with them at the time of the call, therefore, pump alarm was unable to be verified. Customer was treated through intravenous saline and insulin on both occurrences.